Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was no image and error code b30 occurred on the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, communication error b30 was confirmed. The probably cause was most likely attributed to damage to the image sensor unit. However; a definitive root cause could not be determined olympus will continue to monitor field performance for this device.